Event description:
New information states that the patient presented in clinic. Upon interrogation the atrial lead exhibited noise leading to short episodes of pacing inhibition. The patient felt symptomatic due to loss of atrial kick. The patient was in a stable condition during and after the procedure.

Event description:
New information states that the patient experienced shortness of breath and general weakness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018. No further information was reported.